Manufacturer narrative:
Investigation: the multi lift, sling bar and sling have been evaluated and found to be in good working condition. The safety latches on the sling bar were found to be defect free and to function as intended. Numerous attempts were made to re-create the reported event using the same equipment, all were unsuccessful. During these simulations, we were unable to cause the strap to drop at all and also were unable to cause the sling loop to detach from the sling bar. Handicare has not received any other complaints relating to the multi lift's lifting strap dropping during use.

Event description:
(B)(6). Event: the (B)(6) conference is attended by rep from most (B)(6) hospitals in the country. A vendor exhibit is part of the conference, handicare participated in. (B)(6) taught a hands on session on how to transfer a pt from a car to a wheelchair, which was simulated by using a golf cart as the car. Handicare had made a multi lift mobile floor lift available to demonstrate how a car transfer is carried. Event 1: during the transfer of a subject from the golf cart to a chair, a sudden drop of approx 2" was noticed in the lift strap, which is connected to the multi lift's sling bar. The sling, in which the subject was being lifted in remained connected to the sling bar. No injury occurred. Event 2: during another transfer of a subject form the golf cart, the subject was sitting in the golf cart with her legs outside the golf cart. A high back sling was applied to the subject and connected to the multi lift's sling bar. During the transfer, the lift strap dropped approx 2" and one of the sling loops detached from the sling bar. The subject fell from the sling onto the floor. No injuries have been reported.